Event description:
A customer reported receiving low glucose results from an Abbott Diabetes Care device. The customer received lower scan results of 65 mg/dL compared to readings of 182 mg/dL respectively obtained on a healthcare professional (HCP) Meter and the results, when plotted on a Parkes Error Grid, fall into the C Zone, showing the difference in values to be clinically significant. The length of sensor wear was 7 days. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per ADC's established processes and procedures, and a report will be submitted upon completion of investigation activities.All pertinent information available to Abbott Diabetes Care has been submitted.